Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that suture placement was attempted in the calcified right common femoral artery with two proglide devices using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 6f. Reportedly, with the first device, a link break occurred after the plunger was retracted. A second proglide device was attempted and after the foot was retracted/parked, the knot pulled out of the skin. The sutures of three additional proglide devices were successfully placed using the preclose technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. Suture placement and hemostasis was achieved in the left common femoral artery with the sutures of two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported link break was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.